Event description:
Patient called alleging that the meter turns on; however, it freezes during the code number. Patient is not able to do a test because it freezes on the code number. Patient did not experience any symptoms at the time of testing. Patient contacted md for medical advice and did not received any treatment. Customer service was unable to resolve the issue and sent patient a new meter.